Event description:
It was reported that the patient presented to clinic due to the pacemaker not being able to pair to the transmitter. Upon interrogation, there was a message that the rf had been disable due to rapid battery depletion but had now been enabled. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Reported event of ¿rf had been disabled due to rapid battery depletion¿ was confirmed. The device was at elective replacement indicator (eri) battery voltage level upon receipt and reached end of service (eos) battery voltage during analysis. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence.